Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient experienced a sensor failure on their continuous glucose monitoring (cgm) device, followed by a hyperglycemic event. On (B)(6) 2025 the day of the incident, the patient awoke feeling unwell, reporting symptoms of nausea and vomiting. A fingerstick blood glucose test was performed, which returned a reading of ¿high,¿ while the cgm device simultaneously indicated a sensor failure. The patient sought medical attention and was admitted to the hospital. Upon arrival, a fingerstick test revealed a blood glucose level of 510 mg/dl. The patient was treated with intravenous insulin and remained in the hospital for approximately 5 to 6 hours before being discharged. There was no documentation of further medical evaluation or intervention following discharge. At the time of this report, the patient is fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 11/23/2025. Data was further review. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025. The probable cause could not be determined. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.